Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she accidentally went into the pool with her insulin pump. The patient's blood glucose at the time of incident was 277 mg/dl. The customer stated that she removed the battery immediately and tried to dry it, then replaced the batteries, and was able to clear the ensuing battery out limit alarm. Troubleshooting was initiated for pump exposure to fluid, and the alarms in the pump history do not indicate to replace the pump on the first occurrence. The customer performed the self-test on the pump and it passed. The customer was advised to monitor the pump and call back if any issues occur.